Event description:
The pt reportedly experienced intermittencies between the external equipment and the cochlear implant followed by a loss of lock. The pt was seen for device eval. Programming changes were made and external equipment was exchanged. However, the problem was not resolved. Surgery to explant pt's c1 device took place in 2007.